Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the ipg was unable to communicate with the charging system and thus was unable to receive stimulation. The patient last received effective stimulation (B)(6) 2014 and ipg was turned off due to pregnancy. The patient underwent surgical intervention to remove and replace her ipg and change the location of the ipg pocket which resolved the issue. The patient is receiving effective stimulation.